Event description:
The pt experienced cardiac arrest, CPR was initiated, and the pt was transferred to the hosp. Per the family's request, CPR was discontinued and the pt was pronounced dead. Add'l info has been requested.